Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that the right ventricular (rv) lead on this ICD recorded a sudden signal artifact monitor (sam) episode and had out of range pacing impedance measurements greater than 3000 ohms and out of range shock impedance measurements greater than 200 ohms. Additionally, this rv lead exhibited loss of capture (loc) at 7.5 volts. Noise was seen on the lead while the patient's arm was in motion. A lead fracture was suspected but was unable to be confirmed under fluoroscopy. This rv lead was capped and the associated ICD was replaced as a result. This ICD has not been returned to boston scientific for analysis. No additional adverse patient effects were reported.